Event description:
The customer originally reported to customer service that her transformer housing was cracked. When product was received at medela it was determined to be breached by a qe evaluation on (B)(4) 2014.

Manufacturer narrative:
A replacement transformer was sent to the customer. The product was received on (B)(4) 2014 and evaluated on (B)(4) 2014; the product was determined to be breached. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping package strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed no exposed wires. The power supply was not plugged in so the voltage output across the dc plug was not measured. Resistance across the dc plug was measured 0.760m ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured 54.8 ohms, and indicates that the thermal fuse did not blow.